Manufacturer narrative:
Due diligence has been executed for this event. There is no additional information for this event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. A full inspection of the device was done. It was confirmed that the power switch button is depressed stationed approximately halfway in the switch housing. The power switch button was pressed to activate the power; the unit was able to powered-on, however, when releasing the button, the power went off; the users¿ reported complaint was confirmed. Repeated use of the power switch causes this phenomenon. To solve this phenomenon, the design of main switch unit has been changed.

Event description:
As reported for this event, during preparation for use, the device power switch was stuck. The device would turn on when button was depressed with and would turn off when released. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. A full inspection of the device was done. It was confirmed that the power switch button is depressed stationed approximately halfway in the switch housing. The power switch button was pressed to activate the power; the unit was able to powered-on, however, when releasing the button, the power went off; the users¿ reported complaint was confirmed. Repeated use of the power switch causes this phenomenon. To solve this phenomenon, the design of main switch unit has been changed and executed in all devices manufactured on and after nov 26, 2013. The design change was implemented to improve the resistance of the power switch to damage. This event is caused by improper handling by the user or due to aging degradation of the device. Additionally, scope socket pin cover is not locking and will not lock to cover the pins , if the pins get exposed to moisture it will not be able to detect 190 scopes, front panel has a crack, and bulb is over 500 hours. The instructions for use includes the following statements: front panel appearance error ·do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. ·do not place any equipment other than the video system center on the top of the light source. Equipment damage can result. Place the light source on a stable, level surface using the foot holders (maj-1205). Otherwise, the light source may topple down or drop, and operator or patient injury may occur, or equipment damage can result. ·do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched. Failure of power supply switch. Before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result. Scope connector lock failure. Never apply excessive force to connectors. This could damage the connectors.

Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device. Please see the updates in sections: d4 (UDI), g4, g7, h2, and h10.